Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. A ventilator inoperative alarm indicating a machine flow drift was observed in the device's downloaded event log. The device's machine flow sensor needs to be replaced to address the issue. Additionally, not related to the reportable issue, the device's three-way solenoid valve and proportional valve need to be replaced due to dirt contamination in the pathway. No components were replaced due to pending supply delivery. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.